Manufacturer narrative:
The date of event was sometime prior to (B)(6) 2012. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause, treatment and outcome of the peritonitis were not reported. The pd therapy was ongoing. No additional information is available.